Manufacturer narrative:
Result of investigation: exact root cause not established. Tried to communicate to the customer 3 times to determine the exact issue but did not provide further details, case closed.

Event description:
The customer reported that the bellavista 1000 alarmed blower failure. The customer confirmed that there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during mid download of trending data and log files, the bellavista 1000e had several problems: screen froze and turned grey. Software application not responding message/box appeared. Ventilator screen automatically blanked out. Red and amber alarm light appeared with beeping sound. After reboot, "bellavista detected a user interface error" appeared. There is no patient involvement during this time.